Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination).visual inspection was performed and no issues were observed. The sensor plug was removed and the plug assembly was inspected, no issues observed. The sensor was activated with a retained reader and a linearity test was performed. A low and high glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the freestyle libre 2 sensor. The customer became hypoglycemic with dizziness, but the low glucose alarm failed to trigger. As a result, the customer experienced a loss of consciousness, and paramedics were called. The customer was treated with glucose via IV, and was then given a sandwich and soda to consume. There was no report of death or permanent injury associated with this event.